Event description:
It was reported that the part of the foley catheter tip where the temperature sensor touches was slightly torn. It was stated that the event happened during the pretest and the catheter was not used. The balloon was found to be ruptured or torn. No materials were possibly there in contact with the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on 02-nov-2022, it was stated that the catheter tip was torn.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against bd product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the part of the foley catheter tip where the temperature sensor touches was slightly torn. It was stated that the event happened during the pretest and the catheter was not used. The balloon was found to be ruptured or torn. No materials were possibly there in contact with the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on (B)(6) 2022, it was stated that the catheter tip was torn.